Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they don't know what is going on with their controller. Patient said all of a sudden they have 2 programs and when they increase their intensity, it will go down to 0 and they have to keep climbing up. Patient also said they are a little agitated by this. Patient confirmed they are not turning the therapy off. Agent asked patient if they have adaptive stim and patient said "it doesn't change on its own". Patient later stated there is a message stating the system cannot increase. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent provided national answering service (nas) phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.